Event description:
On (B)(6) 2009, the pt reported that about 4 days ago, the up and down buttons on his insulin infusion device began to respond intermittently. He stated he can press the up button and it will beep and then when he starts to use the down button, nothing will happen. The buttons pop up when pressed. He stated his device has not been dropped or exposed to water. During the report, the up button responded, but the down button would not respond. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.